Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms no relevant clinical medical information was provided to conduct a thorough medical assessment. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the risk management file and instructions for use document for this failure mode was conducted. A review of the risk management file and instructions for use document for this failure mode was conducted. Possible causes could include but not limited to traumatic injury and articular surface geometry. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that after a tka procedure patient exhibited decreased range of motion in left knee with instability. A revision surgery was performed to exchange polyethylene and tibial component.